Event description:
The customer observed numerous condition codes on the vitros 250 analyzer while calibrating after observing positively biased k+ results on patient samples and qc fluids. Patient results were reported, and in one case, were questioned by the physician. Biased results of this type may lead to inappropriate physician action. There was no report of patient harm as a result of this event.